Event description:
Control line (pink line) is very faint when performing pregnancy testing. The inner tube containing test strips had different lot # from the lot # on outer box. Reporter's running 2-3 tests per pt to ensure accuracy of tests. It is very difficult to determine results with such faint error readings.